Event description:
The target lesion was a proximal to mid lad with moderate calcification. The penta 2.75x23 was inflated at 8atm, however, expansion was not optimal so pressure was increased to 12atm. The stent did not expand and the balloon was found to have ruptured. A dissection occurred at the distal of the lesion and another stent was implanted in the mid lad. Another penta was implanted and post-dilatation was performed inside the penta stent. No additional info was available.